Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the shaft was damaged/twisted 7.0cm to 10cm from the proximal end of the catheter. Attempts to remove the guidewire from the catheter were unsuccessful. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as manufacturer report #: 2134265-2010-02297. It was reported that during an arteriovenous fistula embolization procedure the guide wire and catheter adhered together. Vascular access was obtained via the femoral artery. As the physician introduced one-third of the fastracker angiographic catheter 325 135cm/transend 18 system into the patient the pre-loaded guide wire and fastracker catheter "stuck" together. The physician removed the fastracker with the pre-loaded guide wire and completed the procedure with a different device. No patient complications were listed and the patient's status was reported as "stable".

Event description:
Same case as manufacturer report #: 2134265-2010-02297. It was reported that during an arteriovenous fistula embolization procedure the guide wire and catheter adhered together. Vascular access was obtained via the femoral artery. As the physician introduced one-third of the fastracker angiographic catheter 325 135cm/transend 18 system into the patient the pre-loaded guide wire and fastracker catheter 'stuck' together. The physician removed the fastracker with the pre-loaded guide wire and completed the procedure with a different device. No patient complications were listed and the patient¿s status was reported as 'stable'.